Manufacturer narrative:
Patient information is unknown. Number 510k: this report is for two unknown schanz pins/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a limb lengthening procedure using the synthes maxframe system on (B)(6) 2017. Postoperatively, on (B)(6) 2017, it was identified that two of the pin sites had become infected. On (B)(6) 2017, the patient was returned to the operating room where the schanz pins at the infected sites were removed and two new schanze pins were affixed in their place. The procedure was completed successfully and there were no surgical delays reported. The patient is reported to be in stable condition. Concomitant devices reported: unknown maxrame rings (part #: unknown, lot #: unknown, qty. Unknown), struts (part #: unknown, lot #: unknown, qty. Unknown), clamps (part #: unknown, lot #: unknown, qty. Unknown), and schanz pins (part #: unknown, lot #: unknown, qty. Unknown). This report is for two unknown schanz pins. This is report 1 of 1 for pc-000051978.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.